Event description:
Versapoint spring tip cautery was being used by doctor. During use doctor said that he noticed the tip no longer looked like a spring, but a ball at the end of the versapoint spring cautery.